Manufacturer narrative:
Evaluation summary: the error message is issued to the processor because the processor does not recognize the scope. Based on this, it is determined that the failure of the driver board is the cause. Correction information: d9: device evaluation, g6: follow up #1, h2: type of follow up, h3: device evaluated, h6: coding changed based on the investigation result. D4: UDI.

Manufacturer narrative:
The device has not been returned for evaluation, a device history record (DHR) review for model vnl11-j1, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 12 apr 2020 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of no video error message and scope not connected could not be confirmed without the return of the device. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA for a vnl11-j10- (sn: (B)(4)) video ent scope. The customer stated one of the scopes has a connection error. No visible damage or debris to scope connection was noted. The user tried on different processors with the same error. The timing and the location of the observation is unknown. There were no patient or user injuries, adverse events, delay, or medical intervention reported.